Event description:
Customer reported that the pump time had been incorrect by approximately two hours for several weeks. There was no adverse impact to the customer's blood glucose level. Although advised by technical support on the importance of having the correct time and date settings aligned with personal profile settings, the customer chose not to update the pump time or continue troubleshooting the issue.